Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. No cosmetic damage was noted. (B)(4)

Event description:
It was reported that the insulin pump had unresponsive buttons. The customer started the device the night prior to the phone call, and it stopped working, overnight. The customer's blood glucose was 109 mg/dl. The discontinuation of the device was advised. Nothing further was reported.